Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted and noted rythmiq episodes as well. No adverse patient effects were reported. At this time, this lead remains in service.